Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion, oversensing, abnormal impedance measurements, pacing could not be initiated, non-sustained events were sensed by the device that were determined to be noise or artifact, and detection issues were also noted. The device were explanted and replaced and the implanted leads were noted to have normal function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had shorting/low resistance in the ceramic capacitor. Hybrid analysis revealed the reason for the premature battery depletion was a leaky ceramic charge pump capacitor. This leaky capacitor caused the high current drain and subsequent rapid voltage depletion that resulted in the premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.